Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect monitor board was returned.the customer's report was observed and attributed to a faulty ECG primary shield on analog board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.